Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D. 11. P1501dr implantable pulse generator (B)(6) 2008; 37712 pain stimulator (B)(6) 2010; 3778 pain stimulator lead (B)(6) 2010; 3550 neuro adapter (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.